Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of fusiform abdominal aortic aneurysm. Medical history is unknown. The vessel morphology was reported as the proximal non-aneurysmal aortic neck was 20mm in diameter and the aneurysm entrance was 24mm in diameter. The diameter of the aneurysm was 80mm. The length of the aortic neck was 20mm. It was reported that intra-operatively a proximal type I endoleak was observed. The physician performed touch-up several times; however, the leak did not resolve. The physician then implanted an endurant aortic cuff to treat the proximal endoleak; however, the leak diminished but it was not resolved. The physician commented that the blood pressure in sac would be reduced since the blood flow of the lumbar artery was retrogressive. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; angulated aortic neck. Conclusion: anatomy related; angulated aortic neck.